Event description:
Further information received from the customer reported that there were no parts replaced during evaluation of the device. The device was tested by the customer who reported the problem, and it was reported that testing found no further faults. The customer did not perform any further service, or replace any parts as a preventive measure.

Manufacturer narrative:
No parts replaced.

Event description:
The international customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the customer was advised to replace the data acquisition pcb board to address the finding. The customer reported testing was completed after replacement of the board and there was no further issue with the device.

Manufacturer narrative:
Device out of warranty; no manufacturers service requested. Out of warranty; no manuf serv requested.